Manufacturer narrative:
Device not returned for evaluation.

Event description:
Product stopped working during surgery. As a result, the patient receive a blood transfusion with blood from the blood bank.